Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Data logs show that ps starts around 2000+, drops to 0 over period of 5 minutes, and then spikes to 3000 mmhg. Rt logs show that raw optical is stable while raw ps is drifting downwards in the 2000s mmhg. Mc is stable. Flow is displayed as 0 while at p-6. There are psnr epm sensor failure and psnr dp sensor out of range alarms throughout. After 1 hour, the ps is displayed maxed at 3000 mmhg for the rest of the case (14 hours) with no placement signal not reliable (psnr) alarms. Upon investigation of the pump, the pump failed signal and voltage electrical testing (too high) but passed the 3 motor phase testing. Returned 5s parameters were within specification. The ps issues were reproduced when run in a bucket and when run in the pressurized flow loop. Both times psnr alarm was also reproduced. The root cause of the placement signal issue was an open electrical line causing high resistances in voltage and signal. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had a rp flex and cp bipella support ongoing for a patient admitted in with a st elevation myocardial infarction and cardiomyopathy. The rp flex lost the placement signal; however, the pump continued to remain on to support the patient.